Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the generator self activated identified by a buzzing sound as the doctor held the hand piece. There was an arc/spark and a pt burn. The hand piece was an (B)(4) bipolar gyrus handpiece.